Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that surgeon said the patient had suffered a fall which led to a dislocation of their hip. When opening the hip, he felt the patients acetabular and femoral components were still well fixed and in appropriate position. He removed the 32mm +1 head and 48x32 +4/10 degree liner and felt the patient would benefit from some additional stability. He opted to implant a 48mm dual mobility liner with the 41x22.225 head. A 22.225 +7 head was trialed and found to be stable. The real implants were opened and inserted. Final reduction was performed and stability was confirmed. The closing process began. Doi: (B)(6) 2021, dor: (B)(6) 2021, left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.